Manufacturer narrative:
Refer to the following fields for updated information: g4, g7, h2, h6, h10. Please see section h6 (method) and field h10 for additional information. Intuitive surgical, inc. (Isi) followed-up with the initial reporter and gathered the following additional information: the reported event was reported to the initial reporter as having occurred after procedure. The initial reporter confirmed that there were no issues during the case, that there was no injury to the patient, that the procedure was completed as planned, and that no fragments fell into the patient. Patient demographic information was not provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue that the instrument had a ¿frayed wire.¿ the instrument was found to have a conductor wire with damaged insulation. No material was missing. The electrical continuity test passed. System log investigation: a review of the instrument log for the fenestrated bipolar forceps instrument (pn: 470205-17, batch-sequence: n12190923- 0087) associated with this event has been performed. Per a review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on or after the 8th use of the instrument. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Image/video review: no image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument was returned with 2 uses remaining and, therefore, was not expired. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that after a da vinci-assisted total benign hysterectomy surgical procedure, it was noted that a fenestrated bipolar forceps instrument had a frayed wire. It was reported that no fragments fell into the patient. The procedure was completed with no reported patient harm, injury, or adverse outcome.